Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing due to electromagnetic interference (emi) source during surgical procedure. As a result, inappropriate atrial tachy response (atr) episodes were recorded. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being submitted to update section e1. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing due to electromagnetic interference (emi) source during surgical procedure. As a result, inappropriate atrial tachy response (atr) episodes were recorded. No adverse patient effects were reported. This device remains in service.